Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a button alarm 22. Reportedly, the button alarm occurred while the pump was in the customer's pocket. The customer was unsure if anything was pressing on the button to trigger the alarm. There was no impact to the customer's blood glucose level. The customer reverted to manual injections and declined to troubleshoot with tandem technical support.